Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that an impella cp was placed to support the percutaneous coronary intervention procedure. No distal pulses on impella limb were found prior to leaving cardiac catheterization laboratory. The physician took an angio of groin and distal flow was noted past impella sheath. The physician wanted to wait for labs to be resulted to decide on removal or reperfusion sheath. In intensive care unit, a blanket warmer was placed on the patient and about an hour later distal pulse was noted with doppler. No intervention was needed. Additionally, lactate dehydrogenase had increase which led to hemolysis concerns. No other signs of hemolysis and impella was turned down to p3. Impella was shallow on echocardiogram but there were no talks on repositioning after the team was aware.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. Ischemia: due to a lack of clinical information provided, the root cause cannot be determined. Device in wrong position: the data logs do not show any positioning alarms on the 5th, and there was stable placement signal (ps), pump flows and motor current. Due to a lack of clinical information provided, the root cause of how the pump came out of position cannot be determined. Hemolysis: due to a lack of product returned, the root cause of the hemolysis cannot be determined. Device history review: the device passed all the post sterile inspection checks.